Event description:
Male pt, age 56, had "multiple med problems" including a diabetic ulcer on his right great toe and venous stasis (without open ulcer) on the opposite (left) leg, and had been under dr's care for 4 mos. The ulcer started at 2 x 1.5 cm and had healed to 0.8 x 0.5 cm. On 3/11/98, after returning from a trip to florida, prior to coming to dr's clinic, the pt had extensive ultrasound to the left leg because it was swollen. At that time there was no obvious sign of infection in the leg, no gas or fluid detected. Later that day (3/11/98) dr debrided the ulcer on the right great toe and applied the first and only application of dermagraft. The pt returned to his convalescent hosp, but that night developed pain in the left calf. On 3/12/98 he was admitted to hosp with obvious gas in the tissue at the site of the venous stasis. He died on 3/13/98 from streptococcal fascitis (flesh eating bacteria disease) confirmed by culture (including blood culture) and by a computed tomography scan which showed fascitis in the left calf spreading to the posterior compartment into the thigh. The right great toe ulcer looked fine and was not cultured. Dr believes that this pt was infected prior to the time dermagraft was applied. The rapidity of onset of the streptococcal fascitis coupled with the swelling observed on the morning of 3/11/98 in retrospect indicated the streptococcal infection was most likely present at that time. It was the occurrence of a second infection a week later that led to her to report this case, even though she does not believe dermagraft was the cause of the problem.